Event description:
Strip name: one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: weak. A pt reported the pt rushed to emergency because the strips will not suck in the blood. Their strips allegedly would not suck in the blood. The result on their meter was: unable to get a reading since the strips will not suck in the blood. The result on the ER meter was 536 mg/dl. The time difference between pt's meter and ER meter: no comparison was performed. Treatment was unknown. No further info has been reported.